Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, two openings and dark ring. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken striated and crease sharp/crease smooth in the same opening and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage, one opening is found with the following conditions: crease sharp edge on anterior assessed as fold flaw opening, crease smooth edge on anterior assessed as fold flaw opening, and missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.